Event description:
Pt was revised due to loosening of the femoral and tibial components.

Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The initial reporting states the products are not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported device looseing. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigaton closed.